Event description:
Approx 1.5 hours into a surgical procedure. The leg section of the surgical table cracked and dropped. The leg section was caught by the operting room personnel and then supported by a stool for the remainder of the procedure. The incident did not result in any injuries to the pt or operating room personnel.